Event description:
Philips burton was notified regarding an aim100 single ceiling fixture that had detached and fallen on the floor. There was no serious injury reported. No add'l info is available.

Manufacturer narrative:
Na